Manufacturer narrative:
Updated feild: b4, g3, g6, h2, h11. Corrected feild: b5, b6, b7, d10, h6 ( health effect: impact code)

Event description:
It was reported that during inspection, before use, the cs100 intra-aortic balloon pump (iabp) unit alarm loop leaks. There was no injury. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: h8. A getinge field service engineer (fse) checks equipment inspection alarm loop leaks, detects leaks at safety panel interface, disassembles and applies sealing silicone grease to safety disk plate, and after processing, tests all functions of the equipment and unit delivers it normally.

Manufacturer narrative:
Corrected fields: b3. In the initial emdr the year in the date of event field (b3) was erroneously entered as 2924 instead of 2024. It has been corrected and now it contains the correct year of 2024.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, before use, the cs100 intra-aortic balloon pump (iabp) unit alarm loop leaks. There was no injury.